Event description:
It was reported that the left siderail of the unit does not lower all the way. It was further reported that a pt pressed all the way down on the siderail and pinched their finger. No specific details of the injury are known.

Manufacturer narrative:
It was reported that a pt pressed all the way down on the siderail and pinched their finger. No specific details of the injury are known. MFR's investigation is still ongoing; if add'l info is received, a f/u report will be submitted.